Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with pre-syncope symptoms. T-wave oversensing was observed during lv capture testing. Temporary programming changes were recommended during the testing to avoid further oversensing.

Event description:
New information received indicated that additional post-paced t-wave oversensing was observed. The patient will be seen in clinic for further assessment.

Event description:
Additional information received indicated that the patient presented in clinic and programming changes were made for post-paced t-wave oversensing episodes.